Manufacturer narrative:
(B)(4). A follow up report will be submitted when the investigation is completed.

Event description:
The customer stated an architect c8000 analyzer generated discrepant sodium results for one patient sample. The analyzer generated results of 135, 134, and 163 mmol/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer's issue included a review of the complaint text, a search for similar complaints, and a review of labeling. In response to the generation of discrepant sodium results, the ict preamp board was replaced. Tracking and trending did not identify an adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. A product deficiency was not identified.